Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The patient experienced a return of symptoms. The healthcare provider (hcp) did not know when this started but the patient told her that december was a bad month. The hcp reported a missed refill. The hcp called a homecare agency to arrange for refills due to the physician retiring and they refused to refill the pump due to the pump being empty. The last pump refill was in june and had been empty since november per the patient with a refill every 6 months. The patient reported a pump alarm to the hcp that was very often. They did not know the type of sound, possibly 3 times, and did not say when the alarm started. The pump was used to deliver baclofen. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.